Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-6485 arthroscopy pump serial number (B)(6), was returned for evaluation. -the returned device was visually inspected and noted no problems with the device. -the returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 20 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. - it was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2020. -refer to investigation photos. -complaint is not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via sems-06032212 that qty. 2 of an ar-6410 main pump tubing and an ar-6485 synergy cw4 arthroscopy pump had an issue during a knee arthroscopy procedure on (B)(6) 2023. During the spectroscopic knee surgery, the pressure became uncontrollable, the roller continued to rotate continuously, and the joint swelled abnormally. Extravasation/edema occurred. No improvement in movement, changed to natural drop to complete the procedure successfully. Membrane collapse was observed. Nothing broke off inside the patient. One of the two ar-6410 was discarded by the facility. This occurred during use with no patient harm. Additional information has been requested. On 9/29/2023, the arthrex subsidiary employee provided the following information via email: the pump settings were at a pressure of 50mmhg. The complaint tubing was not used to complete the procedure. The pump was turned off, and they switched to natural drop. There was no information if the extravasation was localized or extended, and no action was taken to remove excess fluid. There was also no information if the patient was discharged after the case or kept overnight and if the case was delayed.